Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a transforaminal lumbar interbody fusion spinal surgery procedure on vertebrae l5-s1 using the coral spinal system, a medium adjustable connector broke. After tightening the set screws, the surgeon distracted the cam on the nonadjustable side with no problem, but when he distracted the adjustable side the cam never locked down. The surgeon removed the broken connector which is available for quality inspection. Another medium adjustable connector in the tray was used, which worked satisfactorily.